Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh may have caused or contributed to the reported event. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. On (B)(6) 2017: the patient underwent an additional surgery to repair a recurrent hernia and remove failed mesh. The patient is only making a claim for an adverse patient outcome against the bard/flat mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿